Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the time and date on the insulin pump had reset to default settings after removing the battery from the pump. It was reported that on (B)(6) 2014, the patient had experienced a blood glucose (bg) of 28 mg/dl with intense sweating and unsteadiness when standing and/or walking. Reportedly, the patient remained on the insulin pump and was treated with glucagon injection and glucose tablets. During troubleshooting with customer technical support (cts), it was revealed that the pump would not retain the programmed time and date settings upon removal of the battery and would reset to default settings. In order to proceed, the user must manually confirm, or reset, the time and date. It is likely that the user had inadvertently entered an incorrect time/date or confirmed the default settings. It was reported that the patient had been experiencing severe fluctuations in hormones which could have contributed to the bg excursion. This complaint is being reported based on the allegation that the patient had experienced hypoglycemia while on insulin pump therapy. The alleged adverse event is attributed to a user error in that the time/date may have been incorrectly reset after a battery change.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/08/2014 with the following findings: the black box history indicated a time and date reset within 8 minutes of powering off the pump on (B)(6) 2014. There was a manual time change observed in the black box history on (B)(6) 2014. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The total daily doses added up correctly. A delivery accuracy test was successfully completed and then pump was found to be delivering within required specification. The battery cap was not returned, so a test cap was used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.